Event description:
The customer reported to olympus, the bronchovideoscope had leakage in the bending area. The issue was found during preparation for use in a diagnostic procedure. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: the distal end was burned. There were no reports of patient harm. The procedure was completed using a similar device. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. In addition to the malfunction reported in b5 the device evaluation found the bend angle in the up direction did not meet the specification due to wear of the angle wire, the bending section cover was not waterproof due to perforation, the distal end was bent, and the connecting tube was dented. Based on the results of the investigation, it is likely that the following led to the malfunction: a definitive root cause cannot be identified. However it could be presumed that while handling the subject device, the user used a high energy endo therapy accessory, such as laser and high frequency, without keeping enough distance from the distal end of the subject device. A device history review revealed no issues that could have caused or contributed to the reported issue. This issue is addressed in the instructions for use (IFU): user may be able to detect the suggested event by handling device in accordance with IFU ¿inspection of the endoscope¿. IFU provides the points of attention for use of high-energy endo therapy accessories in ¿4.3 using endo therapy accessories¿. Olympus will continue to monitor the field performance of this device.